Event description:
Clinical report states that patient was revised to address stem loosening 3 years after primary tha.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical report states that patient was revised to address stem loosening 3 years after primary tha. Doi: unknown, dor: unknown (hip). The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.